Event description:
Complainant alleged that during a routine shift check by a clincian, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the device was tested in their biomed department and were unable to duplicate the reported problem.